Event description:
During a follow up call to the home patient (hp) on (B)(6) 2012, regarding a separate issue, the hp stated that over a week ago, the hp had connected a new cassette but had reused the bags when they did therapy. The hp stated that they had let their registered nurse (rn) know about the mistake but had not called into baxter regarding the event. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue where the complaint is confirmed because it was reported by the hp that the hp had connected a new cassette but had reused the bags when they did therapy. The root cause was undetermined. The lot number is unknown; therefore, a batch review was not conducted. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident.